Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the provided information, it is likely due to a stress problem. The most probable cause of this complaint is traced to expected or random component failure without any design or manufacturing issue the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had the distal end cover detached from bending section. There were no reports of patient involvement